Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation this device exhibited a higher than expected atrial pacing rate. Device data was analyzed and it was noted that a single event upset (seu) occurred in device memory causing the atrial pacing rate to be distorted. Tech services advised the issue was diagnostic and did not impact patient therapy. The pacing counters will reset to the correct values once the device is interrogated via programmer at the patient's next follow-up. No adverse patient effects were reported. This system remains in service.